Manufacturer narrative:
The lot number was not provided for the five malfunctions; therefore, a lot history review could not be performed. Out of the five malfunctions, no devices were returned to the manufacturer for evaluation; however, medical records were provided and reviewed for one malfunction. Difficult to remove was confirmed for one malfunction. The definitive root cause for this event is unknown. For the remaining four malfunctions, the investigation is inconclusive as no sample was returned. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced difficult to remove. This information was received from various sources. Of the five alleged difficult to remove, all five malfunctions involved patients with no patient consequences. One patient was a (B)(6) old female with no weight information provided. Age, weight, and gender were not provided for the other four patients.

Manufacturer narrative:
H10: the lot number was not provided for the five malfunctions; therefore, a lot history review could not be performed. Out of the five malfunctions, no devices were returned to the manufacturer for evaluation; however, medical records were provided and reviewed for one malfunction. Difficult to remove was confirmed for one malfunction. For the remaining four malfunctions, the investigation is inconclusive as no sample was returned. The definitive root cause for this event is unknown. The devices are labeled for single use. Hyun s kim, mark j young, anand k narayan, kelvin hong, robert p liddell and michael b streiff (2008). A comparison of clinical outcomes with retrievable and permanent inferior vena cava filters. Journal of vascular and interventional radiology, 19(3):393-9. Doi: 10.1016/j.jvir.2007.09.019. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced difficult to remove. This information was received from various sources. All five malfunctions involved patients with no patient consequences. One patient was a 23 year old female with no weight information provided. Age, weight, and gender were not provided for the other four patients.